Manufacturer narrative:
Concomitant medical products: product ID: dtmb1qq crtd, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post replacement procedure, the patient experienced diaphragmatic stimulation caused by the left ventricular (lv) lead. Reprogramming was done, and the lead remains in use. No further patient complications have been reported as a result of this event.